Manufacturer narrative:
Onsite investigation was preformed and it was suspected that the ias computer caused the reported event. Replacement of the computer resolved the issue. No further issues were reported. The replaced computer was returned to manufacturer for analysis. No results are available as of (B)(6) 2017 as the investigation has not concluded. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the image acquisition system (ias) computer would not fully boot and displayed an error message. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the suspect computer of the imaging system was completed by medtronic personnel. Testing found that the application software sent an error message. The d drive was formatted and readied. The unit then functioned as designed.